Event description:
A report received from germany stated an 840 ventilator experienced a blank graphical user interface (gui). The device was not being used on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit hoard (pcb). The device passed all test according to manufacturer specifications. (B)(4).